Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 26 autoclave cycles for the handle. A pmv representative adapter and sulu were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received another reload was used to complete the procedure. On one of the powered staplers, the adapter was the part that was broken. The current patient status is fine.

Event description:
According to the reporter, during a laparoscopic creation ileo loop small bowel resection, there was an issue to unload the device, the stapler load locked down on tissue after the load was fired and the stapler would not disengage or open after firing. The stapler and staple load fired correctly. Upon trying to open jaws of staple load after firing,the staple jaws would not open. Staple line was removed by cutting it away from the bowel, the stapler reload was sent to pathology attached to the specimen. An additional 1/2 cm of bowel was removed due to the lock down of the stapler. There was more than 30 minute delay. No other tissue damage. The lights were flashing green and appropriate prior to firing. Then at the end they were solid white and blue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.